Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown by reporter) via an implantable pump. The indication for use was indicated as non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that in (B)(6) the outside of the patient's skin was red, burning, and looked infected at the center of the pump location. On (B)(6) 2015 it began itching and had been getting more itchy. On (B)(6) 2015, pus was seen right in the center with it being very red and pain had started at the catheter connection site and was going back 10 inches towards the patient's back. The patient had an appointment scheduled for (B)(6) 2015, but was wondering if he could wait that long with his current symptoms. It was noted that the patient had been diagnosed previously with guillan-barre syndrome. The diagnostics, action/interventions and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.